Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was selected for treatment. However, while introducing the sgc, a thrombus was noted on the wire in the right atrium (ra). Additional heparin was administered. The dilator was retracted about half-way and the sgc was used to aspirate the thrombus. However, the attempts were unsuccessful. Therefore, the sgc and the wire were removed from the patient. After all devices were removed from the patient, there was no longer evidence of a thrombus. Therefore, the procedure was continued. While the sgc was re-prepped, a possible thrombus was observed in the hemostatic valve. Therefore, the sgc was not used and was replaced. A new sgc was used to continue the procedure. One clip was deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported thrombus could not be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.